Event description:
The following information was reported: balloon loss of pressure at 1st stop/arteriotomy. Manual pressure was applied for less than 30 minutes with no further complications. The patient was not hospitalized. Procedure type: diagnostic coronary vessel size: 7 mm stick location: medium sheath size: 6f closure: artery.

Manufacturer narrative:
The device and procedure sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site; it should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. Note: pi number is unknown as the lot number was not provided.